Manufacturer narrative:
The patient history buffer was inspected and no issues with the algorithm were found. No issues with the insulin delivery were observed. The external portion of the soft cannula was stretched, causing the soft cannula to measure 1.044 inches total (stretched out of tolerance). The cause and timing of this stretching could not be determined. This stretched cannula did not impact fluid path testing, which passed. It could not be determined if this damage contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose increased to over 13.9 mmol/l (250 mg/dl). The pod was worn between 25 and 36 hours on the leg. As treatment, a new pod was applied. Investigation of the device found that the cannula was stretched outside of tolerance.